Event description:
It was reported that the device had the message "claim flow error change deliver rate "rl"" displayed. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. The top case is chipped. The right plunger case is cracked. There was nothing in alarm history pertaining to customer stated problem. Flow and occlusion tests performed. The customer's problem was not duplicated, and the root cause could not be determined. Replaced chipped top case. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Device was cleaned, calibrated, preventative maintenance (pm) and all functional tests were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.